Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during functional testing, the device failed for high impedance and was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device code). The customer's report was observed during review of the device history logs. However, the device was put through extensive testing including shock testing, energy testing, resistance testing, off current testing, mbta testing and internal ispection without duplicating the reported issue. The device was recertified and returned to the customer. The electrode pads used at the time of the reported incident were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.